Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (bent prongs on charger) has been confirmed. Upon eval, the power brick connector would not stay connected to the charger. The pins in the charger/modem were bent. The cause for the damaged connector and bent pins cannot be positively determined, but is likely the result of excessive force during mating. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger/modem. Device eval of electrode belt sn (B)(4) has been completed. The reported problem (inappropriate treatment) was confirmed. Upon receipt, the belt was found to have a cracked trunk connector and a damaged component j702, a connector on the pca board in the distribution node that connects to the trunk cable. The cause for the damaged component cannot be positively determined, but was likely the trunk connector being separated due to excessive force, thus pulling the wires from the j702 connector. This did not likely cause or contribute to inappropriate treatment. The pt received a replacement belt. Additional device returned to MFR on : charger/modem sn (B)(4): 02/11/2011. Additional device MFR date: charger/modem sn (B)(4): 05/01/2010.

Event description:
A (B)(6) male pt, contacted zoll customer support to report that he was riding his motorcycle and realized the electrode belt cable was melted by the exhaust pipe. As he pulled over, the belt was gelled and he was treated by the system. A pt service representative assisting this pt then called in to report that the prongs on the battery charger/modem were bent. The pt was issued a replacement battery charger/modem and electrode belt.